Manufacturer narrative:
(B)(4). Unknown: recall reporting number. A partial lead with the distal tip measuring 40.4cm was returned for analysis. Internal insulation abrasion was noted at 9.8-11.0cm, 29.2-30.9cm, and 33.0-33.4cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 11.6-15.7cm and 17.6-20.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.